Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and and was hospitalized due to hyperglycemia on (B)(6) 2018 at 10:00 am. The customer reported that she had high blood glucose levels of 33.3 mmol/l and had issues with infusion set. It was reported that the customer had current blood glucose levels of 12 mmol/l. The customer reported no symptoms related to the high blood glucose levels. The customer stated that the significant events leading to the hospitalization was that the infusion set was not working. The customer was treated with manual injections. The customer was fine at the time of call. Troubleshooting was performed. The customer was able to complete the carelink report and declined to check for the settings on insulin pump. The customer was advised that insulin pump is designed to trigger an alarm if there is a blockage preventing flow of the insulin. The customer also stated that the sensor had inaccurate readings. The customer¿s blood glucose was 14.1 mmol/l and the sensor glucose was 22.2 mmol/l at the time of the incident. It was reported that the insulin delivery was not suspended due to sugar glucose values. The customer was advised that the infusion set , and sensor will be replaced out. Product is not expected to return for analysis. Additional device related incidents: infusion set (308762762); reservoir (308762783); insulin pump (308762756).